Event description:
Approximately 3 months post tavr procedure, patient received a second 23mm sapien xt valve. As reported, paravalvular leak (pvl) had worsened.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Manufacturer narrative:
Multiple attempts to obtain additional information have been unsuccessful. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. Many cases are mild to moderate, and either resolves over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening pvl is not well understood but may be related to cardiac remodeling. In this case, the worsening pvl may be related to cardiac remodeling. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.